Manufacturer narrative:
The patient and model/serial was not known or provided at the time of the call. The representative reported they would report further information at some point. However, no further information has been provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a non-boston scientific field representative that this right ventricular (rv) lead exhibited a pacing impedance of 1980 ohms over three years ago. Just three months ago the impedances increased to 2000 ohms and currently 2013 ohms. The sensing and thresholds were not known, but there was no evidence of noise. Technical services discussed normal ranges and further troubleshooting. No adverse patient effects were reported.